Manufacturer narrative:
H2: the revision reported was likely the result of prosthesis wear and loosening of the patella component. The cause of the prosthesis wear and reported loosening cannot be determined because the revised components were not returned for evaluation and no radiographs were provided. Additional information: h6 medical device problem code.

Manufacturer narrative:
H3: pending investigation. D10: (B)(6)- 02-010-01-0350 - lgc femoral ps cem right sz 5. (B)(6)- 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. 02-012-35-5011 - (B)(6)- logic tibia ps mod insrt sz 5 11mm. H7: z-0021-2022 for 02-012-35-5011 - (B)(6)- logic tibia ps mod insrt sz 5 11mm.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2019. The patient was revised on (B)(6) 2024 due to patella loosening and patella wear. The patella was revised to a size 38mm. The tibial insert was revised to size 5, 11mm. Fragments of patella polyethylene were present in the knee joint and removed. There was a surgical delay of 5-15 minutes and it is unknown if the patient experienced an adverse event due to the delay. The patient was last known to be in stable condition following the event.